Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test perdop114-830. Sensor failed per spec due to high readings.

Event description:
It was reported that the customer had a change sensor alarm after two cal errors. Customer's blood glucose level was 287 mg/dl. Troubleshooting was performed, but customer was not able to get sensor calibrated before change sensor alerts began occurring. Customer was advised to run the test plug procedure. Customer was also advised to call back to complete the test plug procedure. No additional information provided.